Event description:
It is reported that the aquacel foam dressing was applied on a pt related to exudate pooling on the overlap between the adhesion and aquacel pad. This was the first dressing used and it had been in situ for a "few days" which proved painful for the pt resulting in the dressing being replaced with another foam.

Manufacturer narrative:
Based on available info, this event is deemed to be a serious injury. There was no further info available regarding any administration of a prescribed medicine related to pain management. Final quality eval performed on (B)(6) 2014 is based on the following requirements: the lot number was not provided. However, an investigation was conducted on (B)(6) 2014 by third party MFR, (B)(4), based on the examination of the device history records, sterilization records, and retain samples for ten (10) prior batches. Results indicated that the raw materials met specs, and showed no observations related to non-conformances during the mfg, packaging, and the sterilization processes. This complaint is now a part of (B)(4) CAPA system. (B)(4) will continue to monitor that system for any indication of repeatable reports by complaint type and by product number. Add'l quality eval states that there were no similar reports noted regarding exudates pooling on the overlap between the adhesion and aquacel pad. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.